Event description:
It was reported that the device was used during a laparoscopic cholycystectomy. It was reported by the rep that the al326 had the bottom jaw of distal tip fall off during the case. It was recovered and the case was continued with a new one. There was no consequence to the pt.